Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a090402 captures the reportable event of device unable to deliver energy. Block h11: investigation results- the returned rotatable snares device was analyzed, and a visual evaluation noted that the working length and wire were kinked; also, the loop was able to be extended. An electrical test was performed, and the device was found within specification. No other problems with the device were noted. The reported event of device unable to deliver energy was not confirmed. It was found that the working length and wire were kinked. This problem likely has occurred due to the manner in which the device was handled and manipulated, which may have caused the reported and encountered problem. Excessive manipulation of the device without enough care could have induced the defect found. Regarding the reported problem of the device being unable to deliver energy, due to the product analysis performed, it was found that the loop was able to be extended and the continuity and electrical test performed on the device were found within specifications. Since the device cannot be functionally tested by emulating the anatomical or procedural factors encountered during the procedure, taking all available information into consideration, the most probable cause of this complaint is device problem excluded.

Event description:
It was reported to boston scientific corporation that a rotatable snare device was used for a polyp in the colon during a polypectomy procedure performed on (B)(6) 2026. During the procedure, the device was unable to deliver energy. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a rotatable snare device was used for a polyp in the colon during a polypectomy procedure performed on (B)(6) 2026. During the procedure, the device was unable to deliver energy. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of device unable to deliver energy.